Event description:
The olympus endosonic ultrasonic cleaner is a product which enables the cleaning of olympus endoscopic accessories and ancillary equipment by qualified technical or nursing staff in the cleaning room of a medical facility where flexible endoscopic accessories are reprocessed. The items to be cleaned are placed in a purpose-designed basket and then immersed in the endosonic tank, which is filled to the appropriate level with ultrasonic cleaning solution. The fluid is agitated ultrasonically to remove debris and contamination the items. Following cleaning, the items must be reprocessed in line with their instructions for use. Keymed has been made aware of an event where 17 minutes into the cleaning cycle of the endosonic cleaner, the user noticed a burning smell. There was no report of user injury an this report is submitted in an abundance of caution.

Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation as it has been disposed of by the healthcare facility. The device was returned to the olympus facility at (B)(4), where an initial investigation took place. The device was then returned to the healthcare facility, who have subsequently disposed of the device which is the subject of this report and purchased a new endosonic cleaner. Photographs taken at the time of the initial investigation in (B)(4) have been forwarded to keymed and show failed transducer wires, scorch marks and evidence of unidentified contamination.